Event description:
A user facility reported that knives have not been sharp enough to cut through the conjunctiva during surgery. The procedures have been delayed by ten minutes. There has been no patient impact. Additional information has been requested.

Manufacturer narrative:
No samples were returned for evaluation therefore, the condition of the product could not be verified. Product history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to the manufacturing documentation. Because a sample was not returned and no lot number was provided, the root cause for the defect experienced by the customer cannot be determined. Some potential causes are reuse, improper handling, or contact with another instrument before use. All knives are 100% inspected by trained operators using a minimum of (B)(4) magnification during manufacturing. Any defects, such as damaged tips and cutting edges, are removed from the lot and scrapped. (B)(4).